Event description:
It was reported that the customer noticed a crack on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer stated that the top is cracked and the pump stopped working last night. Customer also stated that the screen was blank. When the customer changed the battery she saw corrosion in the compartment. Customer put scotch tape to hold the battery. Customer bolused with the pump and her blood glucose went down to 342 mg/dl. Customer stated that she was high because her pump stopped working. Customer declined troubleshooting for the blank display. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test, off no power test and operating currents measurements, due to blank display. Insulin pump had a blank display due to severely corroded battery tube and battery cap contacts. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.